Event description:
It was reported the device battery voltage measured in the office was 2.72v and the save-to-disk nightly voltage measurement was 2.96v. The device is still in use. No patient complications were reported as a result of this event. Additional information was received indicating the device reached eri (elective replacement indicator) earlier than expected. The device was removed and replaced. It was reported the device battery voltage measured in the office was 2.72v and the save-to-disk nightly voltage measurement was 2.96v. The device is still in use. No patient complications were reported as a result of this event. (B)(6) 2011: additional information was received indicating the device reached eri earlier than expected. The device was removed and replaced.

Event description:
It was reported the device battery voltage measured in the office was 2.72v and the save-to-disk nightly voltage measurement was 2.96v. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.96v. The actual device was not received for evaluation. We did receive performance data (B) (4) collected from the device and have analyzed the data.(B) (4) battery voltage - low telemetered battery voltage,(B) (4) on (B) (6) 2010,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. Performance data collected from the device was analyzed. On (B)(6) 2010, the battery voltage with telemetry was 2.76v and the daily measurement was 2.96v. The device is part of the advisory for this model.